Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the service evaluation: corrosion and contamination on the universal cable (uc) cable board; corrosion and contamination on the printed circuit board (pcb) board. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image blackout during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.